Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt still has -1.75 diopters of astigmatism at 50 degrees and the iol looks like it may be at 80 - 82 degrees (originally placed at 87 degrees). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Add'l info was requested on 4/23/2012 and 4/24/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).